Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the caller didn¿t think that the pump was working. The caller also didn¿t believe that there was any drug in the pump, but did not know. An MRI was being done for an unspecified reason. Additional information has been requested, but it was not available as of the date of this report.